Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: expected or random component failure without any design or manufacturing issue should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The surgical scope was returned to the repair center with a report of water leakage during angulation operation. This does not indicate a MDR reportable event. However, a reportable failure was found during testing at the service center. During the inspection of the device, adhesive around light guide lens was found to be detached. There was no patient involvement.